Manufacturer narrative:
This case reflected at providence sacred heart medical center, not vassar brothers medical center. The pump was independently explanted without abiomed support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis/ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
An impella cp device was inserted into the right femoral artery in a 51-year-old male patient presenting in an out-of-hospital cardiac arrest, acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the nurse was unable to doppler pulses in the right foot. An ultrasound showed a clot distal to the sheath. Thrombolytics were given to treat the limb ischemia. A few days later, the device was successfully weaned, and the post-procedure outcome is survived at explant. The device functioned at p-4 at 2.7l/min. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.